Event description:
It was reported that, this pacemaker exhibited noisy signals and oversensing in the atrial and ventricular channel. Noise was not reproducible with manoeuvres and, at the follow-up all tests were within expected ranges. The patient did not remember any fall, trauma or approaching an electromagnetic interference (emi) source. The physician decided to reprogram the sensitivity from agc to a fixed value, will perform x-ray and will keep monitoring. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this pacemaker exhibited noisy signals and oversensing in the atrial and ventricular channel. Noise was not reproducible with manoeuvres and, at the follow-up all tests were within expected ranges. The patient did not remember any fall, trauma or approaching an electromagnetic interference (emi) source. The physician decided to reprogram the sensitivity from agc to a fixed value, will perform x-ray and will keep monitoring. This pacemaker remains in service. No adverse patient effects were reported.